Manufacturer narrative:
Additional information received on 09 june 2016 and includes: the surgeon revised the head, cup and liner. The surgery was completed successfully. Additional information received on 10 june 2016 and includes: the reason of pain is unknown. Batch reviews performed on 20 june 2016. (B)(4). On 21 june 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in complaining of pain. The cause of the pain is unknown. The surgeon plans to revise the cup, head and liner. The revision is scheduled.